Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (35.0 mg/ml, 13.154 mg/day) via intrathecal drug delivery pump for non-malignant pain. Pump logs indicated that a pump motor stall recovery occurred (B)(6) 2018 at 11:53 am. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient's weight and medical history had not been available to the rep. No further complications were reported.